Manufacturer narrative:
The field service representative (fsr) ordered new batteries and a replacement universal power supply board (upsb). The fsr advised the customer of this issue and they weren't that concerned about not having battery backup. They are evaluating the cost to replace the ups board and will notify the fsr if they want it replaced. The fsr also advised them that if they decide not to repair, they should have him removed the battery box so that no noe assumes there is battery backup.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery charging indicator was not lit, yet the battery charging voltage = 27.52 vdc on the perfusion system. The unit switches to battery power when a/c was disconnected, yet battery level light emitting diodes (leds) don't indicate correct battery level. [Green] level led lit when it first switched over, but goes to [red] within ten seconds and then all level leds extinguish while pumps and monitors continue to run. Since the event occurred during preventative maintenance, there was no patient involvement.